Event description:
Tip of fiber optic burned after extended use at 100% power. Physician needed to enlarge sclerotomy to remove fiber optic; additional suture required. Patient outcome reported as good.

Manufacturer narrative:
Evaluation summary: initial complaint investigation found fiber tip deformation identical to that investigated by insight on 02/13/06 and alcon on 02/17/10. In that investigation, both the insight investigation and the alcon risk management report identified that the initiating cause for the device failure was the combination of the fiber tip being occluded by blood or dark contamination while exposed to air in an air/fluid exchange procedure. The identified hazards (thermal energy and mechanical deformation of the tip) were thoroughly analyzed and found to be acceptable (risk level a).